Manufacturer narrative:
Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen dim and discolored. Reportedly the pump ¿fell on the ground.¿ there was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.